Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received vent side lemo pigtail and visually inspected the uut (unit under test). The cable assembly was found damaged and the wires are exposed.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The service technician was unable to verify. The reported "blower demand alert" problem. The ventilator passed 50.7 hours of extended testing with a known good patient circuit and ac adapter. It also passed the initial final test and the initial alarm volume test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator alarmed blower demand and the ventilator stopped ventilating while on patient. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.